Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml dilaudid at a dose of 2.238 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that an alarm was heard and telemetry had not yet been performed. The pump was checked the month previous and the pump had 13 months to elective replacement indicator (eri). The patient heard the pump alarming. There were no symptoms reported. The representative called back after the pump status was checked. The logs showed that eri occurred on (B)(6) 2016 and the schedule to replace pump on (B)(6) 2016. The pump was last programmed on (B)(6) 2016 and the eri was 13 months. Additional information was received on 2016-nov-16. The cause of the premature eri was not determined. The surgery had not been scheduled at the time, but the pump would be return when it was explanted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the manufacturer¿s representative (rep). The device was returned for analysis with the even t logs. There was no patient injury and the patient recovered without sequela. There was no rotor study performed and there was no dye study performed. Event logs showed that the eri occurred at 2:38 on (B)(6) 201 and the active audible alarm was silenced at 11:34 on (B)(6) 2016. Event logs also showed the eri occurred and that the pump should be scheduled to be replaced by (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance/lab failure. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Recall: correction number: z-2276-2009 also applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced on (B)(4) 2016 and would be sent back with the event logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.